Manufacturer narrative:
(B)(4). Date sent: 08/04/2021. Medical opinion per ethicon medical safety officer: the would not close & damaged handle would not reasonably be expected to cause or contribute to the ae based on the information available. If the device would not close, there would be neither stapling nor cutting of the tissue. In addition, if the device would not close on the tissue, there would be no opportunity for nor expectation of any trauma to said tissue. The user would opt for another similar or alternative device or a different surgical technique to complete the procedure.

Manufacturer narrative:
(B)(4). Date sent: 09/10/2021. Additional information received: according to the customer, no further information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 05/11/2021. Additional information was requested, and the following was received: during the closing of the contour clamp, it became stuck and impossible to close it, then the handle was broken. Change of operative strategy with another device. A g colectomy for a sigmoidal diverticulosis.

Manufacturer narrative:
(B)(4). Date sent: 09/22/2021. Medical opinion per ethicon medical safety officer: a pec of would not close & damaged handle would not reasonably be expected to cause or contribute to the ae based on the information available. If the device would not close, there would be neither stapling nor cutting of the tissue. In addition, if the device would not close on the tissue and there would be neither opportunity nor expectation of any tissue trauma. The user would opt for another similar or alternative device or a different surgical technique to complete the procedure.

Manufacturer narrative:
(B)(4). Date sent: 07/12/2021. D4: batch # u5e36k. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cs40g device was received with the closing trigger broken and in the opened position, otherwise with no apparent damage. The device was received with one reload present. The reload was received fully loaded with staples, with the washer uncut and with the drivers and knife recessed below the cartridge deck. The ledge of the lockout showed no indentations. The device was tested for functionality with the returned reload and using a screwdriver as a closing lever. The device fired, cut, and formed the staples as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The device lockout and the reload lockout were functional. The damage to the closing trigger may have been due to the force applied to the trigger while trying to close the device over an excess of tissue. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information: the patient had post-operative complications requiring reoperation and fitting a permanent stoma. According to the user, we cannot rule out the imputability of these complications due to stapling issue. The patient is currently stable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? What was the post-operative complication that led to the re-operation? When was the staple retaining cap removed? What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Was the device closed and repositioned multiple times prior to firing? Was this the 1st firing of the device? If no, please answer the following: what is the scrub's experience with reloading the device? Were there any difficulties loading the device? What did they do to ensure that the cartridge was snapped in prior to closing the device? If reloaded, was it a blue or green cartridge? Did the closing trigger break or was it the firing trigger? How fall did the trigger that broke move prior to breaking? What is the current status of the patient? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the closing of the device, it stay blocked and impossible to close it, the handle was broken. Risk of infection. Loss of time.